Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Reportedly, customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no adverse impact to the customer's blood glucose level.